Event description:
It was reported that approximately seventeen years post-implantation, the patient has experienced unknown problems in the knee area for almost a year. The patient has a hip prosthesis system. It is unknown if the patient has received any treatments. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date in 2007. G2: foreign ¿ russia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.